Event description:
The customer reported the device went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. During evaluation, the manufacturers field service engineer reported the device went vent inop when powered on. Review of the device diagnostic log history indicated a 24/+-12v power fail occurence followed by a restart occurrence during operation. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power supply to address the finding. Applicable final testing was completed per operating specifications.